Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: a1; a2; g3; h2; h6. Proposed code: mechanical (g04) ¿ head. No images were provided for the head component. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that a patient underwent a hip revision due to a dislocation. The head, shell, and liner were removed and replaced. It was reported that no additional information on the reported event is available at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 00632005828 / liner 20 degree elevated rim 28 mm i.d. For use with 58 mm o.d. Shell / lot #: unknown. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.